Manufacturer narrative:
Date of implant has been obtained.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Reference MFR. Report#: 1627487-2019-10009, 1627487-2019-10010, 1627487-2019-10012, 1627487-2019-10013. It was reported that the patient had a site on their back that would swell up, which is believed to be an infection. The swelling would go down when patient was taking antibiotics and swelling would return when patient stopped taking antibiotics. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient¿s system was explanted.